Event description:
It was reported that on (B)(6) 2001: the patient presented with a preoperative diagnosis of lumbar spinal stenosis with instability. The patient underwent a lumbar laminectomy with decompression l2, l3, l4, and partial l5. (B)(6) 2008 : the patient presented with the following preoperative diagnoses: kyphosis; spinal stenosis; instability. The patient underwent the following procedures: posterior segmental instrumentation l1-2, l2-3, l3-4, and l4-5; posterolateral fusion l1-2, l2-3, l3-4, l4-5; use of rhbmp-2/acs and hydroxyapatite. No complications were noted. (B)(6) 2008: the patient was discharged to a nursing home facility. (B)(6) 2009: the patient presented with pain, around her rib cage radiating toward her shoulder. X-rays of her ribs show possible fracture of 7th rib. No evidence of new compression fracture or loss of fixation of the screw. Impression: fracture of 7th rib; rib cage pain; low back pain . (B)(6) 2010: the patient presented with right shoulder and arm pain with numbness. Assessment: cervical pain; cervical radiculopathy; cervical spondylosis/arthritis. (B)(6) 2010: the patient presented with neck, right shoulder and arm pain with numbness and weakness. Assessment: shoulder pain; hip pain; cervical spondylosis/arthritis; lumbar spondylosis/arthritis; cervical pain; cervical radiculopathy; lumbar stenosis; lumbar pain; lumbar radiculopathy; lumbar instability; dislocation of 4th cervical vertebrae; ac joint arthritis. X-rays of the cervical spine were taken in the office. Findings: cervical spondylosis and disk degeneration c4-5. (B)(6) 2010: the patient underwent MRI of the cervical spine and right shoulder. Findings: cervical fusion at c5-7; there is diffuse disk bulge causing mild moderate central narrowing c4-5; MRI of the right shoulder was limited secondary to motion but demonstrated a supraspinatus tendinopathy and ac joint degeneration. (B)(6)2010: the patient presented with neck, right shoulder and arm pain with numbness and weakness. Assessment: shoulder pain; hip pain; cervical spondylosis/arthritis; lumbar spondylosis/arthritis ; cervical pain; cervical radiculopathy; lumbar stenosis; lumbar pain; lumbar radiculopathy ; lumbar instability; dislocation of 4th cervical vertebrae; ac joint arthritis. (B)(6) 2010 (B)(6) 2011 (B)(6) 2011: the patient presented with right shoulder pain, hand numbness, tingling, and weakness. The patient reports radiation into the shoulder and right arm. Assessment: cervical spinal stenosis; cervical spine instability; lumbar post-laminectomy syndrome; carpel tunnel syndrome. (B)(6) 2011: the patient underwent CT of the lumbar spine. Impression: there is disc osteophyte complex and annular disc bulge at l4-5 as well as bilateral hypertrophic facet degeneration. Significant narrowing of the vertebral canal and significant neural impingement at l4-5 would be a possibility; severe facet degenerative change bilaterally at l5-s1 and disc space narrowing at l5-s1. (B)(6) 2011: CT of the lumbar spine was performed. Findings: she appears to be spontaneously fused at l5-s1. There is significant lucency around both pedicle screws at l5, and some additional suggestion that the intertransverse fusion maybe failed at the l4-5 level. (B)(6) 2011: the patient presented with worsening back pain. X-rays show bone graft at the posterolateral gutters. There are screws from l1-l5. There is lucency seen around the l5 screws. There are degenerative changes seen at l5-s1. Impression: pseudoarthrosis at l4-5; low back pain: failed hardware; lumbar spinal stenosis. (B)(6) 2011: the patient presented with a preoperative diagnosis of cervical spinal stenosis with instability. The patient underwent an anterior cervical discectomy and fusion/venture plate instrumentation, c2-3, c3-4, and c4-5. Per the op notes, using the c-arm for guidance, a venture plate was placed using two self-tapping screws, each at c2, c3, c4, and c5. No complications were noted. (B)(6) 2011: the patient presented with mild dysphagia and hoarseness, and mild neck pain (posterior occipital). Assessment: cervical spine instability; cervical spinal stenosis; occipital neuralgia. (B)(6) 2012: the patient presented with difficulty swallowing, low back pain with radiation down both legs. Assessment: cervical spinal stenosis; lumbar pain; lumbar radiculopathy. (B)(6) 2012: x-rays taken show her hardware in good position. Her fusion appears to be solid and incorporated from l1-l5. There may be a little lucency seen around the lower screws. There is kyphosis seen at t12-l1. Impression: lower back pain; lumbar radiculopathy; lumbar spinal stenosis; pseudoarthrosis at l4-5. (B)(6) 2012: the patient underwent an lumbar myelogram. Impression: there is soft tissue indenting the thecal sac causing moderate central stenosis at l4-5 and minimal central stenosis at l3-4. There is bone causing central stenosis at l2-3. The patient then underwent a CT of the thoracic spine. Impression: main finding is at t11-12, where there is severe central stenosis and very little contrast surrounding the cord. This is due to a combination of posterior spurring. There is also soft tissue behind the t11 vertebral body in the left lateral recess indenting the anterior lateral thecal sac on the left; at t12-l1, there is posterior spurring causing moderate central stenosis; at t10-11, there is posterior spurring in left paracentral location causing left paracentral stenosis; at t7-8, there is posterior spurrig causing mild central stenosis . CT of the lumbar spine found: 1. Old anterior wedge compression fracture of l2 with kyphosis centered at t12-l 1. There are pedicle screws from l 1 to l5 with interconnecting rods. 2. At t11-t1 2 there is severe central stenosis and not much contrast above this point. I would recommend that we get an immediate CT scan of the thoracic spine for further evaluation. 3. At t12-l 1 there s posterior spurring causing moderate central stenosis. 4. At l 1-l2 there is posterior spurring causing mild central stenosis. 5. At l2-3 there is posterior spurring causing mild ce1tral stenosis. 6. At l4-5 there is primarily diffuse disc bulge but a is:> posterior spurring leading to mild to moderate central stenosis. There is extensive facet arthropathy. 7. There may be some loosening around the screws of l5. It is minimal. (B)(6) 2012: the patient presented with back pain. Assessment: thoracic spinal stenosis; lumbar stenosis; cervical spinal stenosis. (B)(6) 2012: the patient underwent x-rays of the lumbar spine. Impression: there appears to be significant instability at the level of t11-t12 with mild anterolisthesis, ventral wedging, and severe endplate sclerosis. (B)(6) 2012: the patient presented with a preoperative diagnosis of lumbar spinal stenosis with kyphosis and compression fracture t11. The patient underwent the following procedures: posterior segmental instrumentation, t10-11, t11-12, t12-l1; posterolateral fusion t10-11, t11-12, t12-l1; harvest of local bone graft; aspiration of bone marrow. No patient complications were reported. (B)(6) 2012: the patient complained of severe pain under the right breast radiating to the back. It is making her difficult to breathe. Impression: acute post op pain. (B)(6) 2012: the patient presented with pain and limited range of motion. X-rays show hardware in good position. Impression: low back pain; thoracic back pain; si joint dysfunction; sacroiliitis. (B)(6) 2012: the patient presented with si joint discomfort, limited range of motion. X-rays show hardware in good position and that good bone graft appears to be forming. Impression: si joint dysfunction; low back pain; sacroiliitis. (B)(6) 2012/(B)(6) 2012: the patient presented with low back pain radiating into the hips. Diagnosis: sacroilitis; sacroiliac syndrome. The patient underwent a bilateral si joint injection under fluoroscopy. (B)(6) 2012: the patient presented with prominence of her upper hardware, limited range of motion. Impression: painful hardware; low back pain. X-rays taken show the rod and screw device in the thoracic area appears to be in good position. There is some prominence of the hardware. (B)(6) 2013: the patient presented with low back and leg pain. The patient underwent a lumbar epidural steroid injection via caudal approach under fluoroscopy with injection of contrast. (B)(6) 2013: the patient presented with low back pain. The patient underwent a lumbar epidural steroid injection via caudal approach under fluoroscopy with injection of contrast. (B)(6) 2013: the patient presented with low back pain, radiating to the right hip. Impression: lumbar radiculitis; degenerative lumb ar/lumbosacral intervertebral disc. (B)(6) 2013: the patient presented for MRI of the lumbar spine. Impression: multi-level degenerative disc disease and degenerative joint disease. Multiple renal cysts are incidentally identified. The patient also underwent an MRI of the thoracic spine. Impression: fairly pronounced edema throughout much of the t9 vertebral body. This is not associated with any visible abnormal fluid collection or evident of abnormal signal within the adjacent disc. (B)(6) 2014: the patient presented for a caudal injection due to low back pain in the midline of the lower back that radiates to the right hip and right leg. Diagnosis: lumbar radiculitis/ failed back; sacroiliac syndrome; degenerative lumbar/lumbosacral intervertebral disc.

Manufacturer narrative:
Add'l info: (B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient went for an office visit due to low back pain arthritis. On (B)(6) 2008: the patient underwent posterolateral fusion l1-2, 2-3, 3-4, and 4-5. Preop diagnoses: kyphosis spinal stenosis instability. Procedure: posterior segmental instrumentation l1-2, 2-3, 3-4, 4-5. Posterolateral fusion l1-2, 2-3, 3-4, 4-5. Bone morphogenic protein and hydroxyapatite. Perop: the deep fascia was incised and the soft tissue was divested from off the bony elements out to and over the tips of the transverse processes of l1,2,3,4, and 5. Plain and lateral x-rays obtained to verify level. After verification of the level, the pedicles were sounded bilaterally at 1, 2, 3, 4, and 5 x 6.5 mm screws were placed. Irrigation was performed and two 5.5 rods were then cut and contoured in the approproiate amount of lordosis and after dr. (B)(6) decompression, they were put into place, and tightened and torqued to the appropriate foot pounds of pressure. Two crosslinks using 0.3 and 0.7 were put into place, and tightened and torqued to the appropriate foot pounds of pressure. The break-off screws were broken off, and the hemovac drain was then pulled from the wound. The wound was closed using #1 vicryl. 2-0 vicryl, and staples on the skin. Complications: break of sterile technique. On (B)(6) 2008: the patient was discharged from the facility and transferred to a nursing home facility as long as vital signs are stable. She was afebrile. Post op diagnosis: spondylolisthesis, instability, spinal stenosis. On (B)(6) 2008: the patient went for an office visit for follow up of surgery with low back pain. On (B)(6) 2008: the patient went for an office visit for follow up of surgery with low back pain. X-ray findings show little lucency around the l3 screw. On (B)(6) 2008: the patient went for an office visit for follow up with low back pain. On (B)(6) 2008: the patient went for an office visit for follow up with low back pain on (B)(6) 2010: the patient went for an office visit due to neck right shoulder and arm pain with numbness. Per the medical records: ap view was without acute abnormality. Flexion and extension views reveal anterior movement of c2 over c3, c3 over c4 and c4 over c5 seen greater with flexion than extension. Cervical spondylosis and disk degeneration c4-c5. Ap right shoulder without acute abnormality other than arthritic changes. Per the medical records. Flexion and extension views reveal anterior movement of c2 over c3, c3 overc4 and c4 overc5 seen greater with flexion than extension there is evidence of a cervical fusion at c5 however I am unable to visualize below this level. There is cervical spondylosis and disk degeneration c4-c5. Ap right shoulder without acute abnormality other than arthritic changes. On (B)(6) 2010: the patient underwent cervical spine MRI. Impressions: anterior fusion at c5-6-7 with moderate diffuse disc bulge causing mild spinal stenosis at c4-5. Minimal central bulges at c2-3-4. The patient underwent MRI of the right shoulder without contrast. Impressions: study is significantly limited by motion. Supraspinatus tendinopathy. No discrete full thickness tear is identified; however, due to the motion one cannot be fully excluded. Degenerative overgrowth of the acromioclavicular joint. This may contribute to supraspinatus impingement. Incomplete evaluation of the glenoid labrum and biceps tendon secondary to motion. On (B)(6) 2010: the patient underwent cervical pain diagnosis. Cesi.. On (B)(6) 2011: the patient underwent cervical radiculopathy. Cesi#2 on 9(B)(6) 2011: the patient went for an office visit due to neck pain with radiation to right shoulder and arm with numbness and weakness. On (B)(6) 2011: the patient went for preop office visit presented with back pain numbness in both arms. Pre-op/ acdf c2-3, c3-4, and c4-5. On (B)(6) 2011: the patient went for postop office visit follow up with a lot of upper cervical facet pain. Bone stimulator fitting. On (B)(6) 2012: the patient presented with lower back pain, weakness in both legs for postop follow up visit. On (B)(6) 2012: the patient went for the preop office visit. The patient underwent x-ray of lumbar spine. Impression: pedicle screws are seen at l1 through l5. There is an old healed ventral wedge compression fracture at l2. There appears to be significant instability at the level of t11- t12 with mild anterolisthesis, ventral wedging, and severe end plate sclerosis. The patient underwent pa and lateral chest 2 views. Impression: cardiomegaly.progressive kyphosis with anterior collapse of t11. On (B)(6) 2012: the patient underwent posterolateral fusion. Preop diagnosis: lumbar spinal stenosis with kyphosis and compression f racture, t11. Procedure: posterior segmental instrumentation, t10-11, 11-12, 12-1. Posterolateral fusion, t10-11, 11-12, 12-1. Harvest of local bone graft. Aspiration of bone marrow. Perop: the soft tissues were divested from off the bony elements, out to and over the tips of the transverse processes of 10, ii, 12 and over the previous hardware and fusion from l 1, 5. The old hardware was removed. The pedicles were then sounded bilaterally at t 11-12 and five 5 x 40s were placed bilaterally at t10- t11, with 6 x 40 at 12. Six 5 x 40s were also placed at l1 bilaterally. Copious irrigation was performed. Hemostasis was accomplished. Decortication of the lateral gutters had been performed, and local bone graft was harvested from the midline. Two 5.5 rods were then cut and contoured in appropriate amount of lordosis, scoliosis, put into place, tightened, and torqued to appropriate fool-pounds of pressure. Two crosslinks using a 0.3 and a 0.6 were put into place, lightened, and torqued to appropriate foot-pounds of pressure. The break-off screws were broken off. A hemovac drain was pulled from the wound. The wound was closed using #1 vicryl, 2-0 vicryl, and staples on the skin. Impression: she is having acute postop pain. It turns out she was not using her pca pump correctly so that we can just follow up results of that. She has been educated properly. We note she had peripartum dvt and pe back when she was in her childbearing age. Continue dvt prophylaxis with alternating leg pressure cuffs, as well as ambulation. Atrial fibrillation. Rate appears controlled but pradaxa is on hold for this spinal surgery. Postop anemia. She has had a slight drop because of the surgery. Continue to monitor and transfuse as necessary. Hypertension. She is relatively hypotensive at this time, so will hold the majority of her blood pressure medications. Arthritis is noted as well. Interaop: the patient underwent single lateral view of the lumbar spine findings: single crosstable lateral view in the operating room shows posterior irterpedicular screw/cable construct at l1-5 with new interpedicular screws at t10-t12. On (B)(6) 2012: the patient underwent thoracolumbar spinal stenosis. Preop diagnosis: thoracolumbar spinal stenosis. Procedure: thoracolumbar laminectomy with decompression, t11-12, t12-l1. Perop: dr. (B)(6) provided the initial exposure. He had removed the spinous processes at t11, t12, and l1 for bone graft. The operating microscope was introduced for better visualization. Hemostasis was obtained with the bovie and bipolar cautery. Using the high speed drill, as well as fulton and kerrison rongeurs, bilateral laminectomy was done, removing all of t12, the inferior two thirds of t11 and the superior one half of l1. The fusion mass was partially incorporated over the laminae at l1, and the laminectomy was done predominantly using the drill. There was moderate stenosis predominantly form facet hypertrophy at t12- 12, including compression of the conus. On (B)(6) 2012: the patient went for an office visit for post op after posterior lumbar fusion with plhr follow up on (B)(6) 2012: the patient went for an office visit for wound check post lumbar fusion. On (B)(6) 2012: the patient went for an office visit for follow up with low back pain. On (B)(6) 2012: the patient went for an office visit for follow up with low back pain. Per the x- ray records. Impression: low back pain. Thoracic back pain. Si joint dysfunction. Sacroiliitis. On (B)(6) 2012: the patient went for an office visit with si joint discomfort. Per the x- ray records. Impression: si joint dysfunction. Low back pain. Sacroiliitis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.